Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event involving a plum 360 reported that the pump did not fully deliver the administered dose. There was no patient involvement and no harm/adverse event reported.